Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported hospitalization due to high blood glucose. The paramedics were called to treat the blood glucose reading of over 800 mg/dl. Customer was transported by helicopter to hospital. Customer does not recall the details of the hospitalization. Nothing further reported.